Event description:
Patient reported the soft components of the up/down buttons on the infusion device are ripped. Patient stated the buttons have a loose contact. Patient reported experiencing no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.